Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was delaminating and peeling away from the sensor. There were no relevant previous services to device. Log events were reviewed and there are no errors related to the complaint. Visual and functional testing was performed. The dso seal was degraded, replicating complaint. The dso seal was replaced. Device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the initial visual inspection of this device, the dso seal was found to be delaminating and peeling away from the sensor. The event occurred during testing.